Manufacturer narrative:
(B)(4).

Event description:
It was reported that through a remote transmission, low, out of range high voltage lead impedance was observed. The patient was brought into the clinic for a defibrillation test, and the lead noise was observed after the shock. The noise was able to be replicated with the pocket manipulation. The lead will be capped and replaced on (B)(6) 2016 during a normal device change out procedure. No further information is available.